Event description:
On (B)(6) 2015 additional information was received from the patient and it was reported that the pump delivered dilaudid and baclofen; the concentration and dose were unknown. The patient stated the pump was going to be changed out. She stated " I have surgery on the (B)(6) of this month - hopefully it will go fine".

Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On 2015-08-12, information was received from a consumer regarding a (B)(6), female patient who was receiving dilaudid (unknown concentration) at 0.48 mg/day via an implantable pump for non-malignant pain and chronic low back pain. In (B)(6) 2015, the telemetry strip showed the pump battery was only good until (B)(6) 2015 (elective replacement indicator (eri) of the pump). The patient got her pump filled every 3 months. No patient symptoms were reported. The patient was having the pump removed on (B)(6) 2015. It was later reported that there was a change of plans and that the pump was staying in and they were just changing medications. However, it was then reported that the surgery was still planned for (B)(6) 2015. The pump had only last 3 years. If additional information becomes available, a follow-up report will be submitted.